Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, prior to connection to the patient, the pressure tubing of this triple pressure monitoring set with vamp adult system became detached from the yellow stand-alone stopcock. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet. Patient demographics unable to be obtained.